Event description:
It was reported that after using the fiber for 04:43 minutes, delivering a total of 40,666 joules, and treating a gland volume of 60 ml, the inner part of the fiber detached from the outer part. It was also noted that the fiber tip (cap) was not cleaned during the procedure. Despite the issue, the physician was able to complete the greenlight procedure by switching to another fiber of the same device, and no patient complications occurred.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified a distal circumferential fracture (cf), confirming the reported allegation of fiber break. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the observed fiber damage. A risk review was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review the reported complaint, boston scientific has assigned an investigations conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that after using the fiber for 04:43 minutes, delivering a total of 40,666 joules, and treating a gland volume of 60 ml, the inner part of the fiber detached from the outer part. It was also noted that the fiber tip (cap) was not cleaned during the procedure. Despite the issue, the physician was able to complete the greenlight procedure by switching to another fiber of the same device, and no patient complications occurred.